Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the staples fell out. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.57804/c. D5,6; h4: info not available, device not returned for analysis.